Event description:
It was reported in a hospital registration form that the patient developed an infection, and their entire pacemaker system was removed. It is not known when the infection developed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1930. Device code: 3023. Ref report: mw5182107.